Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. Additional information requested. No additional information received at the time of this report.

Event description:
The customer reports: while inserting infusion, the median line of the patient was found out of the patient. It was unscrewed by itself. Despite during previous check performed by the staff, everything was properly connected. The patient had a ventilation issue then. A blood test and a scan was performed in urgency. The patient was placed in ventral decubitus and antibiotic was added.

Manufacturer narrative:
(B)(4). Additional information received from the customer: "to answer to your question about the current state of the patient. Today ((B)(6) 2018) we were informed that the patient involved in this incident died on (B)(6) 2018. The patient was in palliative care (cancer). The medical report states: "acute respiratory distress for a undernourished patient. Undernutrition associated with squamous cell carcinoma of the esophagus and radiation esophagitis. Major ards on pneumocystosis. Secondary visceral dysfunction." Dr. Nicolas vernet" the device is not available for investigation.

Event description:
The customer reports: while inserting infusion, the median line of the patient was found out of the patient. It was unscrewed by itself. Despite during previous check performed by the staff, everything was properly connected. The patient had a ventilation issue then. A blood test and a scan was performed in urgency. The patient was placed in ventral decubitus and antibiotic was added.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: while inserting infusion, the median line of the patient was found out of the patient. It was unscrewed by itself. Despite during previous check performed by the staff, everything was properly connected. The patient had a ventilation issue then. A blood test and a scan was performed in urgency. The patient was placed in ventral decubitus and antibiotic was added.